Event description:
Medical doctor had a stent in the portal vein. He went to deploy the stent by pulling on the release delivery [invalid] the [invalid]broke, only deploying part of the stent which became lodged in the vein. We were not able to retract the stent back into the catheter to remove it. The cardiothoracic and vascular surgery team was called to performed a cut down of the right jugular vein so that we may remove the stent. The stent device used was a "gore- viatorri-tips endoprosthesis with controlled expansion" with a reference #ptb8108275, serial # (B)(6), expiration 2027-06-17.